Event description:
User facility medwatch report# 3601800000-2023-8008 received that states: "describe the event or problem: abbott perclose used to close the right femoral vein following manufacture guidelines. The device needles removed without suture attached. Device delivery system removed. The second footplate noted as missing. X-rayed using flouro looking for footplate. Not visualized. What was the original intended procedure? : right and left heart catheterization with closure using perclose device." Subsequent to the user facility medwatch report, additional event information was received. It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after a right and left heart catheterization diagnostic procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first proglide device. An attempt was made with a second proglide device; however, there was resistance when depressing the plunger (step 2) and it bounced back instead of staying flush. Upon retracting the device, it seemed that both the anterior and posterior foot plate had collapsed back into the body of the device (step 4). When the device was inspected after it was removed from the patient anatomy, it was noticed that the anterior footplate was missing. An x-ray using flouro was performed to look for the separated foot; however, it was not visualized. Although there were no reported harm/ symptoms, it was possible that the proglide foot could have remained in the patient anatomy as it was not able to be located on the sterile drape. Manual arterial compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Attachment medwatch report # 3601800000-2023-8008. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.